Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: (B)(6) 2023 h6: investigation summary it was reported there were multiple defects with syringes received. To aid in the investigation, forty-eight samples bulk packaged in a plastic bag were received for evaluation by our quality team. A visual inspection was performed with 10x magnification. One sample has a damaged luer tip. For the luer tip damage, this defect could occur if there was a jam during the assembly process. A device history record review was completed for provided material number (B)(4) , lot (B)(4) . The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation and with the returned sample analysis the symptoms reported by the customer of luer damaged is confirmed. H3 other text : see h10.

Event description:
It was reported while using bd syringe luer-lok¿ 30 ml bulk pack luer lock tip the tip was broken. There was no report of patient impact. The following information was provided by the initial reporter, translated from dutch to english: according to procedure, we submit the abnormalities found at the end of the batch. All abnormalities were found before use and thus no patients are involved. Deviations: visible silicone oil: 25 scale mark issue: 2 damaged plunger: 14 damaged tip: 1 burned flange: 3 ink issue: 4.

Event description:
It was reported while using bd syringe luer-lok¿ 30 ml bulk pack luer lock tip the tip was broken. There was no report of patient impact. The following information was provided by the initial reporter, translated from dutch to english: according to procedure, we submit the abnormalities found at the end of the batch. All abnormalities were found before use and thus no patients are involved. Deviations: visible silicone oil: 25. Scale mark issue: 2. Damaged plunger: 14. Damaged tip: 1. Burned flange: 3. Ink issue: 4.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.